Manufacturer narrative:
The insulin pump received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Pump passed displacement test, prime/ compromised force sensor test and excessive no delivery test. No excessive no delivery alarm. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 274 mg/dl. The customer states some of the menus are hard to navigate, due to unresponsive keypad. The customer began troubleshooting for the no delivery alarm, but the number began to ramp up on their own. The device will be returned for analysis.